Manufacturer narrative:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the earth ground resistance test at 5.00ohm. The passing specification for the ground resistance test is <0.1ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be a component issue. The device power supply assembly module, which successfully resolved the issue. Reference to complaint (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the earth ground resistance test at 5.00ohm. The passing specification for the ground resistance test is <0.1ohm. No patient involvement was reported.